Event description:
Pt was placed on ambulatory pump for intermittant dosing of IV antibiotics. Upon changing bag of cefazolin, pump infused a 2 days (6 gms) supply of medication in one dosing. Pump parameters were checked & pump was programmed properly & pump returned to MFR who stated "a bug in the software was found." Pt experienced no significant side effects or damage.